Event description:
It was reported that the right ventricular lead was repositioned due to diaphragmatic stimulation and high capture thresholds. The lead was explanted and replaced. There were no patient consequences.